Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter inserted in the emergency department. Removed in the high care unit after persistent urinary urgency and discomfort persisted, confirmed the catheter tip, end point was crushed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labelling has been conducted for investigation purposed. The is attached on the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter inserted in the emergency department. Removed in the high care unit after persistent urinary urgency and discomfort persisted, confirmed the catheter tip, end point was crushed.